Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a system failure force sensor test. There was no patient injury reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing on the plunger head, there was no noticeable external damage found. Error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the force sensor was out of calibration. Root cause of the reported event is unable to be determined as there was no external damage noted with the force sensor. Replaced the force sensor as a preventative measure. The returned product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 3500, h4: correction: device manufacture date: 10/11/2017.

Manufacturer narrative:
Other, other text: b5: additional information received on 27-jul-2022 via email and attached to complaint object: no patient involvement. Device was dropped. H6: update: event problem device code:a051203 [4014] - device fell c133516.